Event description:
Hospital reported that a system message indicating that there was leaking in the infusion line was displayed during surgery. No liquid into the machine was observed. No patient impact was reported.

Manufacturer narrative:
Investigation including root cause analysis is in process. A supplemental MDR will be filed as necessary in accordance with 21 cft 803.56 when additional reportable information becomes available. (B)(4).